Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and advised the customer to continue using the pump while also advising them to call back if the malfunction recurs.